Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this left ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms. The lead will remain implanted.